Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2012 and suture was used. The suture broke during the procedure. There were no adverse patient consequences

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.